Event description:
It was reported that the lead exhibited noise and delivered inappropriate high voltage therapy. It was recommended that the lead be reprogrammed. The lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information states the lead was capped.